Event description:
It was reported that the device's pedal and panel key had damages and were failing. This was observed while cleaning the pump head of the device. There was no report of patient involvement.

Manufacturer narrative:
Updated field: e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, cause of the identified failures is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device's pedal and panel key had damages and were failing. This was observed while cleaning the pump head of the device. There was no report of patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.